Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured in november 2024. H11: the actual devices were not available. However, eight (8) photographs of the sample were received for evaluation. Visual inspection of the photos observed black/dark spots and fibers on the tubing and connectors. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely related to variations in the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two-hundred-eighty-six (286) exactamix vented, high-volume inlets had particulate matter (pm). The pm was further described as fibers on the connectors or tubes, and black spots on the connectors or tubes. This was observed prior to use. There was no patient involvement. No additional information is available.